Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the clips fell from the jaws. The surgeon applied another device without patient injury.